Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) for a rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited undersensing and oversensing on a treated episode. Additionally, one episode shows possible intermittent far field r-wave (ffrw) oversensing. Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office three days ater the remote transmission. The patients remote monitor report was reviewed by the physician and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.